Event description:
Pt came in on (B)(6) 2013 for a percutaneous temporary stent placement for surgical access for surgery on (B)(6) 2013. Pt was prepped and draped according to sterile technique. Ultrasound guidance was used for percutaneous chiba needle placement. Then several attempts were made with a newton wire with no success tip was deflecting off of stone. Then doctor chose the stiff angled uniglide (hydrophilic coated) wire to attempt to navigate around the stone. Upon one of the attempts with this wire the hydrophillic coating sheared between the needle and the stone. When the wire was removed there was core and coating separation which part of the hydrophillic coating remained in pt.